Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. The reported issue of the soft button not working was not reproduced during investigation; therefore, the root cause is undetermined.

Manufacturer narrative:
Section d medical device information has been updated.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that they were called to the intensive care unit (ICU) due to red urine. After discussion with the intensive care unit (ICU) advanced practice registered nurse (aprn), the decision was made to reposition the pump, although it had been noted to be in an excellent position. The afterload was reduced using medications, and the urine appearance showed slight improvement. The team continued to monitor the plasma free hemoglobin (pfhg) levels.

Manufacturer narrative:
B5 revised to include the failure mode of the console. D6a and d6b should have been left blank. MFR 1220648-2026-03200 refers to the pump.

Event description:
Updated clinical narrative: a 54-year-old male with acute myocardial infarction complicated by cardiogenic shock, pre-support clinical status consistent with scai shock stage e, was supported with an impella cp implanted percutaneously via the right femoral artery on (B)(6) 2025 at 08:14 and explanted on (B)(6) 2025 at 16:20 after successful weaning. During initiation of support, after the catheter was connected to the pump, nursing staff pressed ¿start new case¿ on the automated impella console (aic); however, the touchscreen soft buttons were non responsive, and the user was unable to select ¿next¿ or ¿cancel¿ on the ¿spike dextrose bag¿ screen. During ongoing support, the care team was called to the ICU for red tinged urine consistent with hemolysis. Imaging confirmed the pump was in appropriate position with no contact with the mitral apparatus. Initial plasma free hemoglobin was reported at 50. After discussion with the ICU advanced practice provider, the decision was made to reposition the pump despite satisfactory position and to reduce afterload using dobutamine and clevidipine. Following these interventions, the urine color and hemolysis showed improvement, and plasma free hemoglobin levels continued to be monitored. The device was not removed due to the console interface issue. Additional information received on 04/14/2026 reported that the patient experienced a cerebrovascular accident following pci on (B)(6) 2025, which was considered more likely embolic in origin and potentially associated with the pci and/or delivery and function of the impella cp device. The patient survived to explant, and the overall patient outcome was survival. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.